Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
An operating room supervisor reported that while in quadrant mode, a system message regarding fluidics was displayed. Additional information received on a later date indicates that the system was exchanged and the surgery was completed. There was no harm to the pt.